Event description:
A report was received that a patient was explanted at least a year ago and hospitalized for 2 days after the explant, due to leads burying deeper than they should have. The patient reported that the device was not effective and because of placement caused more pain than help.